Manufacturer narrative:
Investigation: two samples were received: one plastic bag containing one sealed packaged 3ml syringe with needle, confirmed to be from batch #8226759 (p/n 309578) and one loose 3ml syringe with shielded needle attached. Due to potentially contaminated nature of the loose needle received, the samples were evaluated through the plastic bag without direct contact. One of the needle cannulas appeared to have white fm near the bevel that was visible through the shield. However, the size and nature of fm could not be determined. The photos depicted a single loose 3ml syringe with needle attached. Its shield was removed. White fuzzy fm was visible around the bevel of the cannula. The fm observed appeared to be larger than level 3 in size and is rejectable per product specification. Potential root cause for the needle fm defect is associated with the needle manufacturing process.

Event description:
It was reported that there was "fuzz" on the bd luer-lok¿ syringe's precisionglide¿ detachable needle bevel. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was "fuzz" on the bd luer-lok¿ syringe's precisionglide¿ detachable needle bevel. There was no report of exposure, injury, or medical intervention.